Event description:
Reportedly, on (B)(6) 2016, several episodes of ventricular tachycardia and atrial fibrillation were wrongly classified due to noise oversensing in both channels. A re-intervention was performed on (B)(6) 2017, where regular leads measurements were observed. The pocket was closed and the sensitivity was adjusted for both leads. During follow-ups performed on (B)(6) 2018 and on (B)(6) 2019, several episodes of noise oversensing were observed on both channels. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
Reportedly, on 08 nov 2016, several episodes of ventricular tachycardia and atrial fibrillation were wrongly classified due to noise oversensing in both channels. A re-intervention was performed on (B)(6) 2017, where regular leads measurements were observed. The pocket was closed and the sensitivity was adjusted for both leads. During follow-ups performed on 12 jun 2018 and on 12 mar 2019, several episodes of noise oversensing were observed on both channels. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.